Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The insert would not fit the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.